Manufacturer narrative:
(B)(4) performed a batch record review. Satisfactory results were observed. Sample was not available for further investigation by ocd. There are no other complaints for lack of reactivity for this lot. (B)(4).

Event description:
Customer reported that a patient sample with a negative antibody screen was used the following day as a negative control during qc of a new lot of screening cells. The customer obtained a positive reaction with this new lot of cells and the patient sample. Repeat testing of (B)(4) was negative. Customer performed antibody identification, but results were inconclusive. Sample was not available for further investigation by ocd